Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned. Therefore, a technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm, how the device may have contributed to the complaint incident. As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated, should further information be provided. This report is being filed.

Event description:
It was reported, that this patient experienced far-field over-sensing from the right atrial (ra) lead. Resulting in mode switches. It was noted, the patient was symptomatic, during these mode switches, resulting in nausea. Additionally, loss of capture (loc) was observed from the ra lead. Boston scientific technical services was contacted. And device data is currently being reviewed. The physician elected, to reprogram the atrial sensitivity to prevent over-sensing in the future. And the patient will continue with close monitoring. The patient was stable. And the device remains in-service.

Event description:
It was reported that this patient experienced far-field over-sensing from the right atrial (ra) lead resulting in mode switches. It was noted the patient was symptomatic during these mode switches, but specific symptoms have not yet been provided. Additionally, loss of capture (loc) was observed from the ra lead. Boston scientific technical services was contacted and device data is currently being reviewed. Information was requested regarding the event resolution and patient status, but has not yet been received. The patient was stable and the device remains in-service.